Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, or retract. The catheter was able to properly pull back manually and automatically. The catheter flushed normally when the imaging core was fully retracted and fully advanced. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the atlantis&#10259;r pro and the sled were not able to perform the pullback function. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-00607, 2134265-2015-00608. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the atlantis¿ sr pro and the sled were not able to perform the pullback function. No patient complications were reported and the patient's status was stable.